Event description:
On (B) (6) 2010, patient reported she received an e4 (occlusion) error on (B) (6) 2010 while the infusion device was in use. Patient stated her blood glucose levels were elevated due to the occlusion. Patient reported her blood glucose was in the 200s mg/dl. Patient normal blood glucose range is 80-105 mg/dl. Patient stated she changed the infusion tubing and the occlusion did not persist. Patient reported after changing the infusion tubing, her blood glucose returned to normal "a couple of hours later". The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.